Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 50 ml of clenz leaking out of the right side of the instrument. The clenz flowed onto the counter during a shutdown of the instrument. The operator was wearing personal protective equipment of lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the leak in tubing at pinch valve pv37. The fse replaced the tubing at pv37 and verified instrument. No further issues were seen after tubing was replaced. Failure mode was identified: failure mode is tubing at pv37. No erroneous results were generated in connection to the reported event. Upon recur, the failure mode identified (pv37) will likely cause erroneous results for all parameters due to carryover (from insufficient diluent for backwash), depending on the severity of the leak. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).